Event description:
During a procedure in the cath lab, dr. [Redacted name], the cardiac interventionalist was attempting to place an onyx frontier 2.0x12 drug eluting stent in the om1 after doing a poba to that lesion. The stent was unable to advance to the om1 lesion, so he attempted to remove the non-deployed stent, but the stent stripped off of the catheter/balloon delivery system and remained in the proximal circumflex. Since the stent was dislodged from the delivery system in the lcirc undeployed, dr. [Redacted name] had to insert a nc emerge 2.0x12 balloon into the stent and deploy it in the proximal circumflex even though the patient had no need for a stent in that location. The patient remained stable and was not harmed in the process. Patient safety was maintained, and the team did a great job working together to fix the problem, but unfortunately the patient now has a stent that was not needed due to product malfunction. Product information: onyx frontier 2.0x12 stent reference number: onyxng20012ux, lot number: 0011069873, expiration date: [redacted date].